Event description:
It was reported that during an unspecified number of procedures, thrombosis was observed on patients who were implanted with supera stents. This issue occurred involving several patients; however, the exact number of patients is unknown. No dates of occurrence or stent information are available. There is no more detail available. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated date of implant. The stents remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. Review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect thrombosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.